Event description:
A surgery coordinator reported that an intraocular lens (iol) was exchanged due to the pt experiencing poor vision at near and distance and feeling as though his eyes did not work together following bilateral iol implant surgery. The surgeon is unwilling to complete the questionnaire. There are two medical device reports associated with this event. The report for the right eye was reported in MDR 1119421-2009-00289. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/03/2009 and 04/08/2009 by phone, fax, and mail. The surgeon is unwilling to complete the questionnaire. This report was mailed to FDA on: 05/01/2009.